Manufacturer narrative:
Insulin pump had detached/broken off end cap, cracked case at display window corners, minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. Customer's blood glucose was unknown at the time of incident. It was reported that the customer dropped the insulin pump and it was split. The insulin pump was returned for analysis.